Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) and the lens was noted to be damaged. The lens was removed within the same surgery with no patient injury. Another same model/diopter lens was implanted with no problem. The reporter stated the surgeon felt the event was due to a loading error.

Manufacturer narrative:
(B)(4). Evaluation codes: results - (other): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).